Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an angiojet solent dista thrombectomy system. Visual and tactile examinations showed that there was a break in the hypo tube approximately 125cm from the hub of the catheter. The thrombectomy system was inserted in to the ultra console for functional testing. The solent dista would not get into priming mode and further examination observed that it was leaking from the break in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 23mar2016. It was reported that an error to check saline bag was received and there was a kink in the catheter tubing. An angiojet® solent¿ dista catheter was chosen for a thrombectomy procedure. A check saline bag error message was received and it was also alleged that the catheter had a kink in the tubing. There were no patient complications reported. However, the returned product analysis revealed that the hypotube broke.